Event description:
It was reported that the surgery was complicated by a 1 cm intracranial/intraparenchymal hemorrhage deep at the left lead tip, confirmed by imaging. Imaging also showed mild associated surrounding edema. This led to some balance problems, transient right-sided weakness, and speech issues. The patient used a walker prior to surgery but now feels like they need it more often as they are less steady. The patient also has some trouble finding words and the words are garbled. They deny other focal weakness, seizures, or medication changes. No action was taken. The issue resolved without sequelae.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that imaging on (B)(6) 2024 revealed new, acute intracranial hemorrhage along the course of the left device lead in the left corona radiata/basal ganglia. Surgery/anesthesia (event was a result of the implant or system modification procedure) was checked. The event resolved without sequelae on (B)(6) 2024. An assessment for product/therapy/procedure relatedness made by the investigator. The relationship of the event to the device or therapy was possible, the relationship of the event to the implant procedure was probable. There was an assessment for product/therapy/procedure relatedness made by the sponsor, different from investigator. The relationship of the event to the device or therapy was possible, the relationship of the event to the implant procedure was causal. There was an assessment for product/therapy/procedure relatedness made by the clinical events com mittee (cec), different from investigator. Cec adjudication results provided; cec assessed the event as serious.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(4) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.